Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). (B)(4). The pump has software 686g030102. The pump was tested three times for volumetric accuracy at 75ml/hr and 1 hour 45 minutes (131.2ml); the pump tested in specification with no free flow door closed or opened: first test: 130ml or 99% of expected volume in 1 hour 45 minutes. Second test: 131ml or 99% of expected volume in 1 hour 45 minutes, third test: 130ml or 99% of expected volume in 1 hour 45 minutes. In a follow up call to the facility, the reporter stated that he had provided our contact information to the nurse manager at the reporting facility. The nurse manager returned a call to us and she stated that she knew that there were two complaints from their facility at the same time that were similar in nature. The nurse manager confirmed that there was no patient harm and no change in the patient's status. The patient is on a maintenance infusion. The nurse manager confirmed that the event occurred on (B)(6) 2013. She stated that it was a standard infusion with a new 1000ml (full) bag. She did not know if the nurse was using the drug library when she was programming the infusion. She did state that the nurse who had programmed the pump was an 'agency' nurse. When I asked her what an "agency nurse" was she explained that they are qualified temporary staffing nurses. The nurse manager stated that the agency nurse involved in this event was very new and had recently been trained on the pumps. She also stated that when the agency nurse noticed the bag was empty, she called the charge nurse on duty at the time. The charge nurse looked at the pump and noted that it appeared that "no information had been entered, as if it had never been entered", however the nurse manager stated that the charge nurse did not that the bag was empty. I asked the nurse manager if she could provide any additional information on the other complaint from her facility and she said that the biomed would be our best source. She stated that the other incident occurred in the ICU but she was only aware of it because it happened in proximity to the date of this event. I asked her if additional training support was needed and she stated that their facility has a training program and all nurses are trained on the pump's operation. The pump's operational log was reviewed. On (B)(6) 2013 at 10:10:40pm the pump was turned on. Then the pump was turned off at 10:13:45 pm with no infusion activities. At 10:17:24 pm the pump was turned back on. Again, the pump was turned off at 10:22:32 pm with no infusion activities. At 10:20:50 pm the pump was turned back on. At 10:22:54 pm new therapy was selected. At 10:23:05 pm new vtbi (volume to be infused) was set of 980ml and new rate was set 75ml/h at the same time. But no infusion took place. At 11:55:24 pm the piggyback (secondary infusion) was selected. Again, no infusion activities took place and the pump was turned off at 11:57:22 pm. At 11:57:39pm the pump was turned back on. At 10:57:40 pm the piggyback was selected. At 12:07:22pm on (B)(6) 2012 new vtbi was set of 10ml. Again, without the infusion activities took place and the pump was turned off at 12:07:36pm. On (B)(6) 2013 at 12:15:19pm the pump was turned back on and remained idling, and was turned off at 12:41:51pm. At 4:43:40 pm the pump was turned back on. The type of therapy was piggyback. At 4:46:08 pm the rate was set of 100ml/h and new vtbi was set of 70ml. At 4:46:21 pm the infusion was started and ran until the device alarm 2156 was on. Due to this error the pump was manually turned off and no information available in log to break down calculation for the volume at that point of time. At 5:30:47pm the pump was turned back on, but the pump remained idling and was turned off at 5:33:24pm. At 5:33:44 pm the pump was turned back on, but remained idling and was turned off at 7:49:04 pm. The pump was not used for the rest of the day. Information obtained from the charge nurse, nurse manager and biomed suggests that the cause of the incident may be related to user error. Based on the results of this investigation, the pump operated as intended. If additional pertinent information becomes available, a follow up report will be submitted.

Event description:
Reference importer # (B)(4).